Manufacturer narrative:
Batch record review of lot b902 was conducted. There were no non conformances related to this type of event for this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected; however, MFR CAPA (B)(4) has already been opened to investigate xts centrifuge bowl leaks/breaks. Service order srv- (B)(4) completed: service engineer checked centrifuge bowl cover. Adjusted bowl collars. Removed dried blood from air lines. Checked in-line filter. Performed system checkout. Also, a clinical service rep traveled to customer site and found the centrifuge cover hinge assembly and the centrifuge cover thumb screw were worn and loose. A new centrifuge assembly, and a new vacuum pump assembly were installed in the instrument. A complete pm service and system checkout were also done. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. (B)(4) .

Event description:
Customer stated a system error f183 occurred in cycle 2, and so she had tightened the centrifuge cover thumb screw, although it already seemed to be tight. The f183 error was then cleared, w/o turning the centrifuge bowl by hand, and the treatment resumed. Customer stated a blood leak alarm then occurred during cycle 2 buffy collect, with no blood visible in the centrifuge or on the bowl. Customer stated she check the bowl, and it did feel moist on the outside of the bowl below the bowl seal area. Css asked customer to wipe the centrifuge wall with a gauze pad, and no evidence of a blood leak was visually observed on the gauze pad, but customer did noticed a distinct odor of blood. Customer stated the treatment had been aborted and none of the blood in the kit at that time was returned to the pt. Customer stated the pt is stable. Customer will not be returning product for investigation. Update, on (B)(6) 2014: customer notified therakos that although the instrument had been checked by a field engineer, they would not use the instrument until it was evaluated directly by therakos and repaired if needed. A clinical services rep from therakos traveled to customer site on (B)(6) 2014, to evaluate the instrument, and found the centrifuge cover hinge assembly and the centrifuge cover thumb screw were worn and loose. A complete pm service and system checkout were also done. Customer used this instrument for a pt treatment the next morning, (B)(6) 2014. Customer reported this treatment was completed "flawlessly." Customer is satisfied with the repairs completed.